Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2019. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2019. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per op notes, ¿a perfix plug was placed to the deep inguinal ring using sutures.¿ (B)(6) 2017 - patient was diagnosed with abscess right groin thereby underwent repair with incision and drainage of subcutaneous abscesses of the right groin. Per op notes, ¿there was nodule abscess and this was drained. Noted the scar tissue over the right groin.¿ (B)(6) 2019 - patient underwent excision of right groin and placement of wound vac. (B)(6) 2019 - patient underwent excision of right groin mesh. Per op notes, ¿the previous scar was excised. The entire piece of mesh was removed.¿ (B)(6) 2020 - patient was diagnosed with abscess with infected mesh right groin thereby underwent removal of infected mesh. Per op notes, ¿patient developed mesh infection. Old scar was excised down to the abdominal wall. The abscess was encountered medially in the floor of his canal. The mesh was completely excised.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.